Manufacturer narrative:
Complaint confirmed. The evaluation revealed the forked tip had broken. The device met all material specifications as received. There was no damage or anomaly observed that would have contributed to the reported issue. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but has not yet returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that there was a metal break at the tip. It was not possible to remove the broken fragment. It will remain inside the bone. The device was used to complete the surgery successfully. Additional information obtained: performed surgery was an broström ankle joint.